Event description:
It was reported by a respiratory therapist, who was contacted by her patient, that the n-560 pulse oximeter was not alarming. There was no audio during startup. The unit had been on a patient at their home. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated, and actions have been taken under remedial action efforts.

Manufacturer narrative:
Covidien reference: (B)(4). Please disregard the previous supplemental report # 1, which was submitted in error. The malfunction for no audio on the reported pulse oximeter was not included in the recall # z-2268-2015.